Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 527mg/dl, and disorientation. Reportedly, the cause was the customer was taking steroids, which the suspected to be a potential contributing factor to elevated bg. Reportedly, the customer is using humalin insulin, which is not labeled for use. Tandem technical support informed customer of labeling. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.